Event description:
The user facility reported that a patient¿s preliminary culture report identified a gram positive cocci isolate in the sterile culture fluid sample. The user facility¿s scope cultured positive twice for an unknown organism after reprocessing. The scope was then cultured a third time and tested negative for microbial growth. The patient's final culture results are unknown at this time.